Event description:
The customer complained after obtaining higher than expected vitros tropi es results from two patient samples processed using vitros tropi es reagent on a vitros 5600 integrated system. Patient 1 result: 2.90 ng/ml vs expected 0.013 ng/ml. Patient 3 result: 1.57 ng/ml vs expected <0.012 ng/ml. A biased result of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros tropi es results were reported out of the laboratory and medical action was taken; however, it cannot be confirmed that the medical action taken was based solely on the vitros tropi es results. One of the patients went to the intensive care unit (ICU) and received heparin. It is not known which patient received heparin and what the dosage was. The customer stated there was no adverse effect based on the heparin treatment to the patient. The customer has not been made aware of any allegation of patient harm. Per consult with the ocd medical safety officer if no acute adverse reactions was observed for this patient, long term health risk associated with this event is not anticipated. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that higher than expected vitros tropi es results were obtained from two patient samples processed using vitros tropi es reagent on a vitros 5600 integrated system. The assignable cause for the event is analyzer related, as a within-run tropi es precision test was outside of ocd guidelines, indicating the vitros 5600 integrated system was not performing as intended. Following service actions, acceptable tropi es performance was obtained. In addition, inappropriate pre-analytical sample processing could not be ruled out as a contributing factor. The investigation found no evidence to suggest that an unexpected vitros tropi es reagent issue had occurred.